Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the blue sureform 60 reload or sureform 60 stapler instrument for failure analysis investigations. An isi failure analysis engineer (fae) reviewed the stapler logs for the stapler used in this event and the following information was provided: multiple system logs were used to capture all instrument installs. The logs show the sureform 60 stapler instrument was installed on the system 9 times and fired eight sureform 60 reloads (3 green, 1 blue, 2 green, 3 blue, in that order). On the first install, it appears that the instrument failed to engage with the system. On install 2, the first 3 clamps were successful, and the firing was completed with 8 pauses for compression. On install 3, the first clamp was successful, and the firing was completed with no pauses for compression. On install 4, the first clamp was successful, but was followed by a firing failure. The firing stopped at approximately 90% completion. On install 5, the user made two successful, and three aborted clamp attempts, and the firing was completed with 1 pause for compression. On install 6, the first clamp was successful, and the firing was completed with no pause for compression. On installs 7 and 8, the first clamp was successful, and the firings were completed with 1 pause for compression. On install 9, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no additional stapler related errors in the logs. .

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument fired a blue sureform 60 reload which did not staple correctly. The intuitive surgical, ins. (Isi) clinical sales representative (csr), stated the stapler reload only fired halfway due to compression issues of unspecified tissue. When the customer opened the stapler instrument's jaws, two of the staples did not staple correctly and bleeding was observed. The surgeon cleaned up the area and fired another staple line to resolve the bleeding. The customer finished the procedure robotically with no additional issue with the same stapler instrument. Isi attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.